Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began around (B)(6) 2017. The exact date and time was not reported. The patient claimed obtaining an alleged inaccurate high blood glucose reading of ¿235 mg/dl¿ with the subject meter at 7:42 am on an unspecified date. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and stated that in a (B)(6) 2017, her nurse increased her insulin from 20 to 40 units as a result of the alleged issue. The patient reported developing symptoms of feeling ¿really tired, nauseous and sleeping a lot¿ in (B)(6) 2017, after the alleged issue began. The patient claimed she treated herself with food and drink in response to the symptoms. The patient also reported that on (B)(6) 2017 she obtained an alleged inaccurate high blood glucose reading of ¿416 mg/dl¿ with the subject meter. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.